Manufacturer narrative:
The t:slim g4 user guide states: do not reuse cartridges or use cartridges other than those manufactured by (B)(4). The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose level was 190mg/dl. A system check was performed and insulin was observed exiting the infusion set tubing. No damage to the cannula was observed. Reportedly, the customer had re-filled their cartridge and was using apidra insulin within their cartridge. Tandem technical support educated the customer in regards to the importance of performing supply changes using new supplies and the dangerous of reusing supplies. The customer was to perform a complete supply change and requested no further assistance.